Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer about the v60 ventilator indicating that the touchscreen was not functioning properly. It is currently unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported. A replacement touchscreen will be ordered for repair.